Manufacturer narrative:
Additional contact information : (B)(6), occupation:biomed, a getinge field service engineer (fse) evaluated the unit and confirmed the deice was failed on fill manifold and pneumatic leak test. To resolve the issue fse was replaced the helium reservoir assembly,pneumatic assembly and helium tube. All test has been performed and the equipment passed the test. Cleared for clinical use. The defective components were received for further investigation. Failure analysis and testing dept. (Fat) performed a visual inspection and found helium reservoir to have broken solenoids. Fat is not able to test part number due to the broken solenoids. This damage would cause a failure in the all manifold test. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The fat installed helium tube in cardiosave test fixture and tested the part to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number 0070-00-0639 revision r. Passed the all manifold test. Not able to verify a failure for this part. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed". The fat installed pneumatic assembly in cardiosave test fixture serial number and tested the part to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number 0070-00-0639 revision r. Failed the leak portion of the all manifold test. Fat was able to verify the reported issue for this part. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) unit failed fill manifold test. There was no patient involvement.